Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.3. Medical device type: fpa. Common device name: intravascular administration set. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. Evaluation of the photograph indicated non-bd tubes; no push button device was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer ultratouch push button blood collection set two (2) tubes had poor sleeve function thus resulting in blood leaking. There was no report of impact to the patient or user.